Event description:
Dexcom, the manufacturer of the dexcom g7 continuous blood glucose monitor has been aware of a widespread and continuing issue concerning the failure of its g7 sensors for almost one year but they have not resolved the issue and cannot tell me when it will be resolved.